Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of intrinsic atrial beats resulting in multiple episodes with inappropriate anti-tachycardia pacing (atp) device therapy and inappropriate device shocks. Therapy was not exhausted. It was subsequently discovered that the cardiac resynchronization therapy defibrillator (crt-d) device had flipped multiple times within the pocket which pulled the leads and caused all the leads to dislodge from the heart. As a result, the rv lead, the right atrial (ra) lead and this left ventricular (lv) lead were all explanted and replaced, and the crt-d device was repositioned and remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of intrinsic atrial beats resulting in multiple episodes with inappropriate anti-tachycardia pacing (atp) device therapy and inappropriate device shocks. Therapy was not exhausted. It was subsequently discovered that the cardiac resynchronization therapy defibrillator (crt-d) device had flipped multiple times within the pocket which pulled the leads and caused all the leads to dislodge from the heart. As a result, the rv lead, the right atrial (ra) lead and this left ventricular (lv) lead were all explanted and replaced, and the crt-d device was repositioned and remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, other than a slight twisting of the lead body. Laboratory testing was unable to reproduce the reported clinical observations. However, the observation of a twisted lead body is an indication of twiddlers syndrome (patient turning the device in the muscle pocket). This type of induced damage is due to a failure to follow product instructions.